Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9091562. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200815571] noted for out of spec breakout and sustaining.

Event description:
It was reported prior to use with bd insulin syringes with bd ultra-fine¿ needle the plunger was difficult to move. The following information was provided by the initial reporter: it was reported that plunger rod would not pull down when placing air.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported prior to use with bd insulin syringes with bd ultra-fine¿ needle the plunger was difficult to move. The following information was provided by the initial reporter: it was reported that plunger rod would not pull down when placing air.